Event description:
It was reported that postoperative implant of the lead, the slack on the lead became somewhat twisted close to the tricuspid valve which resulted in an episode of ventricular tachycardia (vt). A lead revision was performed and the lead was positioned slightly more septal with slack no longer twisting but lying flat across tricuspid valve and vt was absent. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).